Manufacturer narrative:
Implant date of (B)(6) 2017, explant date on (B)(6) 2017; physician performed a culture of the infected tissue and confirmed growth of pseudomonas aeruginosa. Review of DHR (device history record) on part number 100042-04, lot number 170060 resulted in verification that there were no non-conformities (ncr) documented for this lot of galashape 3d. The sterilization cycle report was reviewed and the cycle met all acceptance criteria.

Event description:
Patient developed abscess 11 weeks post operatively requiring implant and mesh removal.